Event description:
It was reported that pump experienced malfunction alarm with code malf 6, and no events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer resumed insulin delivery, and was advised to continue using pump and call back if malfunction alarm appeared again.